Event description:
On (B)(6) 2012, an event was reported to cormatrix cardiovascular involving the cormatrix ecm for carotid repair product. On (B)(6) 2012, during a carotid repair procedure, the pt suffered a cerebrovascular accident with distribution in the left middle cerebral artery with punctuate infarctions, without hemorrhagic conversion, and with new functional deficits. It was reported that the pt was a (B)(6) male who had suffered a stroke in (B)(6) 2012, one month before surgery, as well as multiple other incidents prior to surgery. The neurologist described the event as a "possible embolic event associated with the surgery." The physician who performed the surgery stated that he did not consider this "possible embolic event associated with the surgery" to be serious. The pt was treated with an anticoagulation drug treatment regimine. The pt is currently is rehab. The physician stated that due to the pre-operation status of the pt, he is not sure the pt even suffered an event. Prior to surgery, the pt was reported to be confused and weak with garbled speech. The pt's pre-operative comorbidity factors included hypertensions, previous mi, previous symptomatic stroke, smoker, and previous neck surgery.

Manufacturer narrative:
The cause of the stroke is unk; however, it is possible that the pt's complicated medical history caused or contributed to this event. Furthermore, the physician stated that he did not believe this event was related to use of the cormatrix ecm for carotid repair product. This event was reported as part of a postmarket study that cormatrix cardiovascular is currently conducting for marketing purposes. This adverse event was reported to the (B)(6).